Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: there was third party debris noted on the articulating surface. Some discolouration was noted probably due to invivo-service. There are scratches and gouge marks present on the insert most likely due to explantation. A dimensional inspection was not performed due to the damaged described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. Medical records received and evaluation: insufficient information as received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that implants were removed for infection on right hip.

Event description:
It was reported that implants were removed for infection on right hip.

Manufacturer narrative:
Additional devices listed in this report: cat 6570-0-136 delta v-40 ceramic head 36/0 lot code 497580 it cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. Additional information has been requested and if received, will be provided in the supplemental report.